Event description:
Notice was rec'd on (B)(6) 2012, from (B)(6) alleging that pt had sustained injuries on (B)(6) 2010, from the use of the stryker rejuvenate total hip system.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.